Event description:
Left marked bleed/incipient rupture. A 49 yr old wg2p2 female status post bilateral subglandular inframammary 250cc dow corning gels for augmentation 8/8/83-she developed early encapsulation. Painful no history with trauma positive dxc fibrocystic diagnosed '86 with arthralgias/myalgias, "increased csr, r f," dysesthesias, fatigue, adenopathy, fevers, night sweats neurocognitive disorder, dry mucous membranes, rashes etc...otherwise healthy with history of "htu". Mammogram 2/14/94 greater than exam, bilateral contractures left adenopathy symptoms. 3/29/94 positive left marked bleed, moderate yellow cloudy moderate capsules with mild histio.